Manufacturer narrative:
The company service representative examined the system and confirmed the reported event. The company service representative confirmed that the dovetail's screws were tightened and that a lubricant was added to the dovetail to make it easier to attach the aberrometer to the microscope. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. Based on the information obtained for this investigation, it is likely that the loose screws were making it difficult to attach the aberrometer to the microscope. However, how or when they became loose cannot be determined conclusively. The dovetail on the aberrometer mounts to a corresponding dovetail bracket on the customer¿s microscope with a locking mechanism to secure the aberrometer. It is designed to give the customer flexibility by allowing them to remove and replace the aberrometer onto the microscope at their discretion. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported, the dovetail is misaligned and some of the screws are loose on the aberrometer making it difficult to attach to the microscope. Additional information requested.